Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window. No button response from down arrow button due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. No moisture damage noted on electronic assembly.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 66 mg/dl. Customer stated the insulin pump was splashed by water in the pool. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).